Event description:
It was reported that an acculif tl tubing would not fit in manifold; unable to lock tubing onto manifold properly.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: an error was identified in the manufacturing records that would allow oos devices to be released into the field. Conclusion: the plausible root causes of the reported event are: tolerance stack up creating interference and incorrect inspection.

Event description:
It was reported that an acculif tl tubing would not fit in manifold; unable to lock tubing onto manifold properly.